Event description:
I had the essure procedure done after I had my daughter, the procedure was done in (B)(6). I had heavy bleeding and severe stomach cramping for about 6 months after having my baby. I then moved back to (B)(6) where I saw my regular ob/gyn and he immediately scheduled me for surgery. I am now (B)(6) and had to get a hysterectomy due to this procedure.